Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Is) followed up and obtained additional information. The procedure issue was identified prior to starting - pre-anesthesia. The error was on the 6th of february by the afternoon. The next day, the 7th, I was at the or trying to sort the problem out, but I couldn¿t. The 6th, the thoracic surgeons were doing a mediastinal mass resection, and they had to convert the surgery. The acp backplane was installed, programmed, and tested on the pc is4000 system, run 15x power cycles with no issue on startup and no errors or failures were triggered. This acpb remain on the system for hours idling in normal mode with no issue. Additionally, test was performed and all tests passed. Root cause is attributed to the acp cfg board. Isi did receive the acp, cfg unit (serial number: (B)(6)) to perform fa and confirmed, but was unable to replicate the customer reported complaint. Visual inspection found no issues that would be related to the reported event. When reviewing remotefe, there was an error, which means it has a timeout/intermittent issue. The acp board was installed and tested on the pca xi system. The system started without any errors. The deploy for draping and undocking functions were tested, and the unit passed as moving and turning all positions of the patient side cart. The system idled for 30 minutes with no errors/issues. Isi received the acpb to perform fa and was able to confirm, but not replicate the customer reported complaint. The reported errors were found, indicating a node not showing up and a node configure to be present did not respond during system startup. Upon visual inspection, no issues were found that would be related to the reported event. This acpb printed circuit assembly (pca) was installed, programmed, and tested on the pca is4000 system; ran 15 power cycles with no issue on startup and no errors or failures were triggered. The acpb remained on the system for 3 hours idling in normal mode with no issue. All test passed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platforms (acp). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, non-recoverable fault 31030 occurred. The procedure was converted to laparoscopic surgery.